Event description:
It was reported that the device reached elective replacement indicators prematurely. The device was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicators after 13 months of service life. The device was explanted. No patient complications were reported as a result of this event. A 3500a was received and reports replacement secondary to premature battery depletion; unable to interrogate device; battery failure.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: preliminary device analysis revealed a high current drain that caused the battery to deplete earlier than expected. Further testing showed that the high current drain was caused by a leaky battery filter capacitor. It was reported that the device reached elective replacement indicators after 13 months of service life. The device was explanted. No patient complications were reported as a result of this event. A 3500a was received and reports replacement secondary to premature battery depletion; unable to interrogate device; battery failure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d)capacitor (ceramic chip) device was out of specification in a manner that relates to event battery failure interrogate, difficult to premature eri (elective replacement indicator).